Event description:
User had issue with sodium since 2008. The following month, erroneous results were generated. Four pt samples were involved. Sample 1 initial result 118 mmol/l, repeat results 135 mmol/l, 136 mmol/l, 135 mmol/l and 137 mmol/l. Sample 4, performed the following day, initial result 130 mmol/l, repeat results 139 mmol/l, 138 mmol/l and 142 mmol/l. Erroneous results were not reported. The field svc rep was unable to find a cause and adjusted the bod maintenance settings.

Event description:
User had issue with sodium since 2008. The following month, erroneous results were generated. Four pt samples were involved. Sample 2 initial result 125 mmol/l, repeat results 132 mmol/l, 134 mmol/l. Erroneous results were not reported. The field svc rep was unable to find a cause and adjusted the bod maintenance settings.

Event description:
User had issue with sodium since 2008. The following month, erroneous results were generated. Four pt samples were involved. Sample 3 initial result 132 mmol/l, repeat results 141 mmol/l and 143 mmol/l. Erroneous results were not reported. The field svc rep was unable to find a cause and adjusted the bod maintenance settings.